Event description:
Revision of equinoxe shoulder components due to device breakage.

Manufacturer narrative:
Devices are pending engineering evaluation and review of the device history record. Pending device evaluation.